Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument involved with this complaint, and completed the device evaluation. Failure analysis investigation found the primary failure of failed grip-clip test to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. However, the grip-clip test was performed, and failed. The clip was successfully installed onto the grip tips. However, it is unable to clip onto the tubing after multiple attempts. In addition, the instrument was found to have an input disk broken, hairline cracks were found on grip input shafts, input disk #7 was found broken into pieces inside of the housing. The failed clip test is likely; due to the broken input disk observed.

Event description:
It was reported, that during a da vinci-assisted cholecystectomy surgical procedure. The 8mm large hem-o-lok clip applier instrument did not engage/close with the clip. A backup of clip applier instrument of the same kind was used. And the procedure was completed with no reported injury.